Event description:
Elevated impedance measurements ->200 ohms- noted on both high voltage coils one day following implant. When device was explanted and lead tested directly, the impedance measurements were normal. When a new device was implanted, the impedance was normal; indicating the problem was within the previous generator.